Manufacturer narrative:
Following the completion of FDA audit on october 31, 2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the advised procedures. The user facility did not submit a user facility report to the MFR event codes were derived based on info documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep. The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device, verified the reported event and determined that the cause of the device's failure was a faulty power switch. The carefusion field service rep replaced the power switch and ran the device through a complete operational checkout per the service manual to ensure that the device meets factory specs. Carefusion issued a return goods authorization (rga) number of the return of the alleged faulty power switch for eval. As of december 18, 2014, the alleged faulty power switch has not been received. Should the power switch be received and evaluated, a f/u medwatch report will be submitted. (B)(4).

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep. "Customer claims this ventilator power off by itself. This is the only info he received. He claims this ventilator was not on a pt. They found the problem during regular testing.